Manufacturer narrative:
On december 27, 2024, apifix was notified that patient # (B)(6), (pas # (B)(6) underwent a removal surgery on (B)(6) 2024, for reasons that were initially unspecified. Apifix promptly followed up with the reporter to inquire about the rationale for the removal. The reporter clarified that patient # (B)(6) was considered a "graduate" of the apifix device. The surgeon determined that the device was no longer necessary to maintain correction because the patient was skeletally mature and had reached the 3-year postoperative mark. A review of the device history records confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Explanted device is expected to be returned to manufacturer where an analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On december 27, 2024, apifix was notified that patient # (B)(6); (pas # (B)(6) underwent a removal surgery on (B)(6) 2024, for reasons that were initially unspecified. Apifix promptly followed up with the reporter to inquire about the rationale for the removal. The reporter clarified that patient # (B)(6) was considered a "graduate" of the apifix device. The surgeon determined that the device was no longer necessary to maintain correction because the patient was skeletally mature and had reached the 3-year postoperative mark.

Manufacturer narrative:
The explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. Sem analysis was conducted using a hitachi s-3400n scanning electron microscope at purdue university fort wayne. No signs of significant wear were observed. There were no obvious manufacturing or design defects which contributed to the elective removal of the device.